Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over. The technical support specialist dialed into the station and restarted the external messaging services on the server. The issue was then resolved, and the customer was able to pull the medications. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es new orders were not showing. The customer stated that there was a delay because the orders were not showing on the patient's profile. There were no adverse events or injuries reported based on this event.